Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 400 mg/dl and a correction bolus was used to address the high bg level. The customer performed a system check and the site appeared to be the cause of the more current occlusion; however, the customer had been using the humalog insulin in the cartridge for more than 2 days.